Event description:
It was reported that during set up for a procedure the user received a shock from the cast cutter. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, power switch is damaged and looks like it had been dropped, was confirmed. Through visual inspection, the engineer found a broken power switch and the device appeared to have been dropped. Upon disassembly, one of the conductors of the switch was found to be touching the metal housing. The power switch was replaced, along with other suggested components. Device was returned to customer after passing the final inspection.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during set up for a procedure, the user received a shock from the cast cutter. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.